Event description:
The customer reported to olympus, the cord on the camera head has a cut which was observed during preparation for use for a therapeutic laparoscopic cholecystectomy. The procedure was completed with the same device and there were no procedural delays. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the investigation is ongoing. This report will be supplemental once additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found cable flooding and a rusty e-coupler. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A definitive root cause cannot be identified. A device history review revealed no problems. This issue is addressed in the instructions for use (IFU): (section where IFU applicable for broken cable) dangers, warnings, and cautions (caution) ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. (Section where IFU applicable for cable flooding) precautions for disappeared or frozen endoscopic images (warning) precautions for disappeared or frozen endoscopic image (warning) ¿ do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the cord on the camera head has a cut which was observed during preparation for use for a therapeutic laparoscopic cholecystectomy. The procedure was completed with the same device and there were no procedural delays. There were no reports of patient harm associated with this event.